Event description:
Country of complaint: (B)(6). Incident: the suture easy to be broken off during suturing process.

Manufacturer narrative:
Samples received: 4 unopened pouches. Analysis and results: there is one previous complaint of this code-batch regarding other issue. We manufactured and distributed in the market (B)(4) of this code batch. There are no units in our stock. We have received 4 closed samples to analyze this complaint. Tightness test to the samples received has been performed and all units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 6.55 kgf in average and 6.31 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.